Event description:
The patient experienced a low speed event on (B)(6) 2020, after a recent percutaneous lead repair. The patient was connected to the mobile power unit (mpu) during the event. This indicated the short is likely an internal issue.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic due to suspected driveline damage. X-ray images were unremarkable. Log file analysis noted pump stoppage events and speed drops on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the vad was connected to the mpu. On (B)(6) 2020 technical services performed a driveline repair. After the repair the patient was tethered using a grounded patient cable without issue.

Manufacturer narrative:
Additional information. The pump exchange was documented in manufacturer report number 2916596-2020-04799.

Event description:
It was reported that the patient utilized an ungrounded power module patient cable until the patient received a pump exchange on (B)(6) 2020.

Manufacturer narrative:
Section d10: a segment of the percutaneous lead was returned only. Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file data captured several low speed events and a total of three pump stoppages on (B)(6) 2020, resulting in low speed advisory/hazard and low flow hazard alarms. The log file data also captured an additional low speed event on (B)(6) 2020, which was following the distal end driveline replacement. All of the low speed events and pump stoppages captured in the submitted log file data appeared to have occurred while the system was connected to the mobile power unit (mpu) and appeared consistent with potential driveline wire damage; however, the evaluation of the returned portion of the driveline did not confirm the suspected wire damage. A distal end driveline replacement was performed on (B)(6) 2020 under work order (B)(4) and approximately 21 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the clamshell and outer silicone sleeve, visual inspection of the underlying bionate layer revealed no evidence of damage. Areas of breakdown of the metal braided shield were observed along the length of the driveline segment and appeared most severe toward the distal end of the driveline. The observed shield breakdown appeared consistent with over 4 years of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Incidental findings: superficial damage to the outer jacket of the driveline was confirmed beneath the applied rescue tape repairs. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order (B)(4). Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.